Event description:
It was reported a legal notification, that a male patient, initial right knee implanted on (B)(6) 2015, was revised on (B)(6) 2018, approximately 3 years 2 months post the initial procedure for unknown reasons. No further information known.

Manufacturer narrative:
No device return anticipated due to this being a legal case. Z-0021-2022. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.